Event description:
The pt's wife reported that her husband was prescribed antibiotics for an upper respiratory infection on (B)(6). She stated that his blood glucose results were 51 mg/dl at 7:18 pm, and 138 mg/dl at 9:14 pm that day. His blood glucose results began to elevate over the next several days, which she believed was due to the antibiotics. On (B)(6), his results ranged from 259 mg/dl to 347 mg/dl. On (B)(6), his result was 294 mg/dl at 10:03 am, and he gave himself a 5.25u bolus. His pod was deactivated at 12:02 pm, and at 12:52 pm, his result was 120 mg/dl. He then went to the doctor's office. At 4:02 pm, his result was 157 mg/dl. At 5:00 pm, he was hospitalized with elevated while blood cells. His results were in the normal range that evening. A new pod was activated at 9:23 am. He was discharged from the hosp between 12:30 pm and 1:00 pm, and his result at 1:25 pm was 169 mg/dl.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the reported hyperglycemia, hypoglycemia and hospitalization was found. Qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user's guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow treatment advice of your healthcare provider." It advises, " any physical stress can cause your blood glucose to rise, and illness is a physical stress. Your healthcare provider can help you make a plan for sick days" and "to handle sick days: treat the underlying illness to promote faster recovery; eat as normally as you can; adjust bolus doses, if necessary, to match changes in meals and snacks; always continue your basal insulin, even if you are unable to eat and contact your healthcare provider for suggested basal rate adjustments during sick days; check your blood glucose every 2 hrs and keep careful records of results; check for ketones when blood glucose is 250 mg/dl or higher; follow your healthcare provider's guidelines for taking additional insulin on sick days."